Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that when a patient presented in the emergency room after receiving inappropriate high voltage therapy, the device was found to be post-sensed t-wave oversensing on the ventricular channel. The device was reprogrammed and remains implanted. The patient was in good condition following the event and no further incidents have been reported.